Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown size 7300tfx mitral valve, was explanted after an implant duration of 5 years, 28 days due to calcification, degeneration, thickened leaflets, restricted leaflet mobility, and severe stenosis. The patient was asymptomatic. The explanted valve was replaced with an unknown device. The patient was stable post-procedure.